Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer states that their customer had an issue with a bd catheter. The button to retract the needle is not working correctly. The needle is not retracting and it seems like the spring is not working. They had to remove the needle/catheter and stick the patient again with a different catheter and it worked.

Manufacturer narrative:
The complaint that the needle was not retracting could not be confirmed from the fifteen representative 20ga insyte autoguard bc units that were received in sealed unit packaging from lot: 5154792. A visual observation and functional test revealed no damage or defects associated with the reported event. No defects were observed on the springs or needle. Once the safety mechanism was activated, the needle fully retracted within the safety shield. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.